Manufacturer narrative:
Additional information was received that, an error message "svr-slaves -in pressures signal loss" was displayed on the the hemosphere monitor. This is not a reportable event.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this hemosphere monitor, the cardiac output (co) and cardiac index (ci) values were suspected to be inaccurate. The co value provided was 3.8 l/min when the expected value was 6-6.5 l/ml and, the ci value provided was 2.1 l/min/m2 when it was expected to be 3-3.5 l/min/m2. The values were compared to the values on a vigilance ii monitor. Additionally, another hemosphere monitor was used to compare the values, but the values provided were the same values as with the first hemosphere monitor. The patient was not treated according to the wrong values. The same issue had happened with other patients in the past, when cross-checking the values with a vigilance ii monitor. The exact values measured in these past events were not available, however, the values were noted showing less than the actual values. No alarms or error messages were displayed. There was no allegation of patient injury. The device was not available for evaluation.